Manufacturer narrative:
Product evaluation: no analysis results are available, the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a metrix decompression with emg monitoring via nim and electrodes, "when staff was removing the needle electrodes it was noticed that one needle had broken off and was under the skin in the muscle of the patient, confirmed w xray." Fragment remains in the extensor hallucis longus. There was no patient injury. Additional information received stating that for the procedure the electrode was "bent at a 90 degree angle to insert and to reduce the chance of the plastic tip being pulled out of the skin." When the fragment was discovered the physician had planned on removing it, however, the patient chose to leave it in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.